Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for this event. The cause, treatment and patient outcome were not reported. On the same day as the event onset, pd catheter was removed and the patient was transferred to hemodialysis. The reporter declined to provide additional information.